Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3086ans, UDI: (B)(4), serial: (B)(4), batch: (B)(4).

Event description:
It was reported that during a trial implant on (B)(6) 2022, a cerebrospinal fluid leak occurred. As a result, a blood patch was performed to address the issue. The patient has not experienced any symptoms. It is unknown which lead is liable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.